Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The primary plumset was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. The male adapter of an unspecified secondary tubing set was connected to the clave secondary port of the cassette of the primary plumset. The secondary tubing set was to be used to deliver an unspecified concentration of vincristine at an unspecified rate. It was reported that after the cair clamp of the secondary tubing set was opened, a leak of solution was noted at the tubing between the clave secondary port and the cassette. The leak of solution was cleaned up according to the user facility's protocol. The plumset was replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.